Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the phenom27 was guided to the m1 as usual, the sleeve was removed, and after complete retraction, the system was pulled back to the landing zone to begin deployment. However, because the vessel course passed through the siphon curve immediately after the distal segment, expansion could not be achieved since the mid-portion widening could not be transmitted to the distal tip. While various methods such as recapture and positional adjustments were attempted, damage to the distal tip was angiographically observed, so deployment was withheld. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured right internal carotid artery section c2 aneurysm with a max diameter of 10mm and a 6mm neck diameter. Landing zone: distal: 4.0mm and proximal: 4.2mm. It was noted the patient's vessel tortuosity was normal. Postoperative findings related to blood flow contrast showed no particular problems.

Event description:
Additional information was received stating that the potentially defective product was discarded, and another product of the same size was opened, used, and the procedure was completed. There were no issues reported with the phenom, as the replacement was successfully implanted. Although there may have been an issue with the vessel course, the exact cause of the event remains unknown. Expansion was not achieved in the distal end of the pipeline, while the middle part did expand. The pipeline had been placed in a vessel bend; specifically, placement from the internal carotid (ic)-top was required, and although the c1 segment was not strongly curved, it was a curved section on the left. Troubleshooting was performed by guiding the distal access catheter (dac) distally and deploying within the dac using resheathing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.